Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted throughout the dialyzer. The dialyzer was subjected to a laboratory bubble point test. A leak was detected coming from a broken fiber found within the bell housing of the dialyzer. The broken fiber was located below the dialysate port on the cavity ID end of the dialyzer. As such, the dialyzer was then subjected to destructive disassembly for further visual examination. The leaking fiber was confirmed as being potted on one end while the opposing end appeared to be loose within the bell housing (present on the outside of the fiber bundle). No other leaks, damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the side of the dialyzer. There was no defect or damage noted on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional patient information and treatment details were requested but reported to be unavailable.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third-party¿s tracking website was verified, and no information was found that the customer sent the sample for return. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.